Event description:
(B)(4).

Manufacturer narrative:
As allowed by (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Type of reportable event. The dental office did not report if any injury occurred due to the incident; we're reporting to be compliant with 21 cfr part 803. Conclusions: the directions for us state, "risk of serious damage eyes. In case of contact with eyes, rinse immediately with plenty of water and seek medical advice. Before use, put on the protective goggles and cover the patient's eyes to protect against splashes of material." The risk of eye injury and protective measures are clearly stated in the directions. Due to the aforementioned reasons no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.